Event description:
Tooth (#37) was extracted 10/26/96. Implant placed 5/14/97, site #37. Healing was uneventful. Implant was exposed 9/5/97. A crown was fitted 9/28/97. No discomfort, but loosening observed 11/13/97. Implant removed without anesthesia on 2/3/98. Pt has a "heavy bite". Due to implant position, there were possibly heavy forces on the crown. One person affected.